Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical cadd ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of double beeping no cassette attached was not verified in the event log nor during power up and testing. As preventative measures, the dso will be replaced. The device was in overall good condition with a scratch on the screen. Device passed testing and ready for service.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette alarm. No reported adverse effects.